Event description:
Medtronic (covidien) received report that during flow diversion and coil treatment of a wide-necked, left ophthalmic carotid aneurysm, a pipeline flex did not completely open and an echelon microcatheter broke. The patient¿s vessel was tortuous. Eight coils were placed using an echelon microcatheter. The echelon was kept in place in order to possibly add additional coils after pipeline flex deployment. The pipeline flex was deployed using a compatible microcatheter; a small part of the pipeline flex middle segment did not fully open (MDR# 2029214-2015-00566.) The physician successfully used a balloon to post-dilate the pipeline flex; full wall apposition was achieved. The physician then decided to place more coils, but the echelon had come out of the aneurysm. The physician attempted to re-wire the echelon into position and noticed that the echelon had snapped in half (MDR# 2029214-2015-00568). The physician suspected the echelon was kinked causing it to break in half. To retrieve the broken echelon segment, a 5mm retrieval device was used unsuccessfully, then a 10mm gooseneck snare was used successfully. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The pipeline device reported in this MDR will not be returned as it was implanted in the patient. The lot history record of the device was reviewed and no discrepancies that might have caused the reported event were noted. This event is also reported in MDR # 2029214-2015-00568. (B)(4).